Event description:
It was initially reported that there was a hole in the angiosculpt balloon when negative pressure was pulled. No adverse occurrence. Upon follow-up, it was reported that the angiosculpt device was placed into the patient and an attempt was made to inflate without success.

Manufacturer narrative:
Patient information is being requested. A supplemental MDR will be submitted if patient information is obtained. Evaluation summary: visual examination of the returned catheter found a break at the junction of the strain relief and hub, wherein the inner member of the catheter remained intact. No device separation had occurred. Balloon did not appear to have been inflated. Laboratory inflation of the returned catheter revealed a leak at the junction of the strain relief and hub. Conclusions: the product problem was detected during attempted use of the device inside the patient's body, resulting in an inability ot inflate the device.